Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings:. The pump's history showed that the last basal delivery was on (B)(6) 2013 at 7:31pm. There were power interruptions observed on (B)(6) 2013 for a 6 hour period and on (B)(6) 2013 for 4 hours and 30 minutes. The pump's time and date were set incorrectly after a reset from (B)(6) 2013 at 11:23am to (B)(6) 2013 at 12:57pm, and from (B)(6) 2013 at 1:19pm to (B)(6) 2013 at 5:30pm leading to double records on (B)(6) 2013 and (B)(6) 2013 in the pump's recorded total daily dose. The pump's records of the total daily dose do add up and equal the basal rate target. The pump's battery compartment and cap were undamaged and able to fit securely. The pump was primed and exercised for a 24 hour duration test with no delivery interruption occurring. The unit also passed a delivery accuracy test. Unrelated to the alleged issue, the pump powered on with a reddish display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that a pump was causing elevated blood glucose levels in the patient. The reporter stated that the patient's blood glucose level reached a high in the 350 mg/dl range and was measured at 312 mg/dl when the patient visited their endocrinologist. The patient was given an injection of insulin via syringe and reportedly had medium to large ketones. This complaint is being reported due to the patient's hyperglycemia, presence of ketones, and medical intervention by a third party. The reporter was unwilling to complete troubleshooting at the time of the call.